Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma(late) and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "diagnosis of alcl, alk-negative,¿ ¿treatment for alcl, ongoing staging and evaluation of alcl, ¿ ¿seroma,¿ ¿swelling,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry due to her bia-alcl diagnosis,¿ ¿removal of implants due to alcl, and injuries and symptoms associated with diagnosis and treatment of alcl including: mental anguish and fear of alcl,¿ ¿pain¿ and ¿tissue damage.¿ date of alcl diagnosis: (B)(6) 2019.

Event description:
Patient representative reported patient ¿diagnosis of alcl, alk-negative,¿ ¿treatment for alcl, ongoing staging and evaluation of alcl, ¿ ¿seroma,¿ ¿swelling,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry due to her bia-alcl diagnosis,¿ ¿removal of implants due to alcl, and injuries and symptoms associated with diagnosis and treatment of alcl including: mental anguish and fear of alcl,¿ ¿pain¿ and ¿tissue damage.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿depression,¿ ¿post-traumatic stress, significant weight gain, night sweats,¿ ¿post-operative complications including infection,¿ ¿disfigurement,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing¿ and ¿chronic insomnia;¿ these events are not related to the device. Device was explanted. This record is for the left side.